Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's wife that during the implant of this aortic bioprosthetic valve the patient died. The cause of death was not reported.